Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effects of worsening mitral regurgitation (mr), dyspnea, fever and edema, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in increased tension on the device and; therefore, contributed to the user experience; however, this cannot be confirmed. The reported worsening mitral regurgitation (mr) was likely a result of the sdla; the reported fatigue, weakness, and dyspnea were likely cascading/symptoms of the increased mr. Furthermore, a cause for the reported fever and edema could not be identified. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet and required intervention. It was reported the initial mitraclip procedure was performed on (B)(6) 2016 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. On (B)(6) 2016, the patient presented with heart failure symptoms that included fever, edema, fatigue, weakness and dyspnea. It was found that the clip had detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to an unspecified grade. The patient is currently stable and a surgical valve replacement has been planned for treatment. No additional information was provided.